Manufacturer narrative:
Consumer reported she had purchased two packages and she provided a manufacturer lot code from only one of the possible packages, ac003421x0821. There was no clear confirmation which package had issues or if it was both. Records for the lot code ac003421x0821 demonstrate that quality system procedures were correctly followed and the finished product met all quality criteria and specifications were within allowable limits prior to release. For the other possible package, since a manufacturer lot code was not provided, with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Report 3 of 3. Consumer reported a tampon string was not accessible for removal of the pledget from her vaginal cavity because it didn't hang out of the usual end. She manually removed the pledget in one piece. She did not seek medical attention and did not experience any adverse health effects.